Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the atw35 was used to staple across the cystic duct. In the center of staple line on distal end along the cut line a staple formed like a hat not a "b". It appeared to be inverted. An ussc ta was used to complete the case. There was no consequence to the pt.